Event description:
In 2009, the pt reported the he woke up last night with a blood glucose reading of 411 mg/dl with his target range being 70-140 mg/dl. He said he discovered he rolled on his insulin infusion headset, kinked the tubing, and the headset cannula was damaged and "soaked" with insulin. He changed his insulin cartridge, tubing, headset and site location and delivered insulin via injection and his device to correct his reading. He stated he also had an elevated reading of 311 mg/dl at about 3 days prior, but did not remember any further details. He discarded the infusion sets at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.